Event description:
The doctor couldn't get the balloon to deflate so he had to go in with a needle and poke the balloon. The catheter was not kinked. There was no pt injury reported.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria, including tests for inflation and deflation of the balloon. The returned sample was evaluated. The balloon could not be tested for inflation or deflation due to kinks in the catheter. The catheter and balloon were dissected and examined, however, nothing was seen that may have contributed to the reported event. The results of the investigation were inconclusive, as the condition of the returned sample precluded reproduction of the event.